Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician noticed during the implant procedure that the pin on the right ventricular (rv) lead was bent. The lead was removed and replaced. No patient complications have been reported as a result of this event.